Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information was received that after five days on support, the family withdrew care and the patient expired. The impella is conservatively being reported for death; however, not related to the patient's death as there was no noted interruption in hemodynamic support. The death was attributed to multisystem organ failure, as the patient was not a candidate for advanced therapies (transplant or durable left ventricular assist device). Additionally, the reported leak was discovered near the distal end where the graft locks attach. The physician reported leaking after attaching the graft locks during setup so requested a new introducer. There was no delay in procedure as another introducer was used without complication. There was minimal blood loss and no blood transfusions were required. Original: an impella 5.5 device was inserted into the right axillary/subclavian artery in a 63-year-old female patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in scai d shock, on extracorporeal membrane oxygenation (ECMO), and on multiple inotropes and vasopressors, prior to initiation of support. The impella was inserted as an escalation of therapy of an impella cp. During the procedure, there was leaking caused by the 23fr introducer from the axillary insertion kit. A second kit was opened. No further issues were noted. While on support, the device functioned as intended at p-7 at 4.5 l/min with d5w sodium bicarbonate in the purge solution. The introducer is being reported; however, the replacement was performed with no clinical consequence to the patient.

Manufacturer narrative:
Corrected information was provided in b1 and d3. Upon review, it was identified that these were inadvertently omitted from the initial report. H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. The cause of the fluid leak was not determined due to no product returned and insufficient clinical details. The cause of the injury (patient-device interaction/major bleed/organ failure) was not determined due to insufficient clinical details.